Event description:
During the index procedure, two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted to the mid rca. Approximately 8.5 months post index procedure, the patient was re-hospitalized, the patient suffered a myocardial infarction (mi) and coronary in-stent restenosis was confirmed. The patient required intervention. CPR was performed. The investigator indicated that the reported event was definitely related to the study device. Reference MFR report 9612164-2011-00683.

Manufacturer narrative:
(B)(4) inherent risk of procedure (stent thrombosis).

Manufacturer narrative:
(B)(4). Results: (occlusion and myocardial infarction).

Event description:
(B)(4) adjudicated that definite late stent thrombosis, medtronic historical and arc occurred.